Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter. The customer stated: "the patient was punctured with intravenous indwelling needle and after the successful puncture, fluid leakage was found at the interface. Replace the indwelling needle immediately for re-puncture."

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter. The customer stated: "the patient was punctured with intravenous indwelling needle and after the successful puncture, fluid leakage was found at the interface. Replace the indwelling needle immediately for re-puncture."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1020981. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.